Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon could not be deflated during a pretest.

Manufacturer narrative:
The reported event was unconfirmed. How and when the event occurred could not determined. Received the catheter only for evaluation. The sample was visually evaluated and no pinch or blockage was observed. Per the functional evaluation, the balloon was inflated with 10ml of water using normal fill technique and the balloon was able to inflate and deflate in 16 and 14 seconds. Dissected the catheter and did not find anything to contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[directions of use] method of use (1) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." Correction: additional information.

Event description:
It was reported that the balloon could not be deflated during a pretest.